Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - purchasing executive h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the tyvek packaging of the flexor ureteral access sheath and dilators was not sealed. An image was provided appeared to show an unsealed package. As reported, no other adverse effects were reported as the event occurred at the distributor.